Event description:
A malfunction on the pump was reported by the caller, who noted that no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and helped the caller reset the pump, successfully preventing the malfunction code from recurring. The customer was instructed to continue using the pump and to call back if any issues arise again. The caller acknowledged and understood these instructions.